Event description:
It was reported that the balloon ruptured at 8 atm (below rbp) while dilating an in-stent restenosis, resulting in a vessel rupture of the distal circumflex artery. A larger sized dilatation balloon was inflated at the rupture site to stop the bleeding. Reportedly, the pt is doing well.